Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage shocks and presented in the emergency room. The patient suffered from twiddler's syndrome and all leads including right atrial, right ventricular and left ventricular leads had dislodged. Lead dislodgement was confirmed via chest x-ray. The right ventricular lead also exhibited low, out of range impedance, sensing noise and insulation damage was noted. All leads were explanted and replaced as well as the device due to nearing elective replacement indicator. The patient was stable.

Manufacturer narrative:
(B)(4).